Event description:
Procedure performed: laproscopic suture gastrorrhaphy with omentum patch. Event description: yes, dr. [Name] did have an issue with a trocar. On saturday, (B)(6) dr. [Name] was finishing up a laproscopic suture gastrorrhaphy with omentum patch, and when he depressed the clear tabs on each side of the 12mm ctr73 trocar to de-insufflate the abdomen, one of the two clear tabs on the side of the trocar broke off at the point after the reinforcement attaches (at the curve where the tab goes parallel to the trocar) and the broken piece went into the opening of the trocar and into the patient. He found the broken-off piece in the abdomen without difficulty and removed it. There were no negative consequences for the patient that we know of then or thus far. We have the trocar and I believe we also have the broken-off piece, and you tentatively can pick it up wednesday. No other trocar was substituted or used since the procedure was basically finished. Additional information provided by user facility on 04nov2025: the bend/break occurred at the tab. The bend/break was identified during use. The trocar was inserted with rotation. There was no difficulty during insertion. This trocar was not used with a robot. Additional information provided by user facility on 05nov2025 via email: no, the obturator was not inserted in the cannula at the time of the incident. Intervention: he found the broken-off piece in the abdomen without difficulty and removed it. Patient status: there were no negative consequences for the patient that we know of then or thus far.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photographs and videos of the event unit were provided and sterile unit from the same lot was returned. Based on the photograph provided of the event unit, the complainant¿s report of a fractured cannula wing tab was confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laproscopic suture gastrorrhaphy with omentum patch. Event description: yes, dr. (B)(6) did have an issue with a trocar. On saturday, (B)(6), dr. (B)(6) was finishing up a laproscopic suture gastrorrhaphy with omentum patch, and when he depressed the clear tabs on each side of the 12mm ctr73 trocar to de-insufflate the abdomen, one of the two clear tabs on the side of the trocar broke off at the point after the reinforcement attaches (at the curve where the tab goes parallel to the trocar) and the broken piece went into the opening of the trocar and into the patient. He found the broken-off piece in the abdomen without difficulty and removed it. There were no negative consequences for the patient that we know of then or thus far. We have the trocar and I believe we also have the broken-off piece, and you tentatively can pick it up wednesday. No other trocar was substituted or used since the procedure was basically finished. Additional information provided by user facility on 04nov2025: the bend/break occurred at the tab. The bend/break was identified during use. The trocar was inserted with rotation. There was no difficulty during insertion. This trocar was not used with a robot. Additional information provided by user facility on 05nov2025 via email: no, the obturator was not inserted in the cannula at the time of the incident. Intervention: he found the broken-off piece in the abdomen without difficulty and removed it. Patient status: there were no negative consequences for the patient that we know of then or thus far.